Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was dissatisfied with longevity of the implantable neurostimulator (ins) battery. Every time the patient used the ins, she had to charge it although "she was only supposed to charge it once or twice every couple of weeks". The reporter indicated that it could have been that the "patient got a lemon." It was noted that the ins had been off for about 10 months after which the patient met with a manufacturer's representative but it was not possible to get the battery to take a charge. The reporter indicated that the patient was "tempted to have it taken out" if it wasn't possible to get the battery to take a charge. The reporter also indicated that the patient was "setup with a specialist" to have the ins taken out. It was unclear if the patient was scheduled for an explant or not. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).